Event description:
Hcp reported pt presented with signs of infection in may 2005. Symptoms included redness, swelling and drainage. Cultures were obtained from the device pocket and the type of organism found was staphylococcus aureus. The pt was treated with both IV and oral antibiotics and a partial device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.